Event description:
It was reported that this brady device triggered an alert for the p wave. Boston scientific technical services (ts) was consulted and discussed it could be due to premature atrial contractions (pac) or far field oversensing. It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device remains in service.